Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis found no evidence of an internal mechanism for premature depletion was found during destructive analysis. If information is provided in the future, a supplemental report will be issued.